Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the brush heads did not click into position, and kept slipping off the spindle when in his mouth. No injury was reported.